Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the sling procedure in (B)(6) 2011 and 9 to 12 months after the procedure the patient experienced occasional bowel and bladder incontinence. During the past 4 months the patient has experienced three urinary tract infections and was treated with antibiotics. Since (B)(6) 2012 the patient is experiencing urethral, pubic and stomach pain. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure. The patient experienced pain and a urinary tract infection. Additional information has been requested.